Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked at the tubing and the drip chamber. This issue was identified in the pharmacy hood during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: catalogue #: the device was either 2c8875 or 2r8875. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.